Event description:
In 1974 for chronic mastitis and a positive family history of cancer. In 1992, pt was reconstructed with saline implants. However, her continued to have breast pain, shortness of breath and joint pain. Pt had been diagnosed to have fibromyalgia by a rheumatologist. The pt also had dry mouth, fatigue and as a result of systemic symptoms continued breast pain and contracture, it is medically necessary to remove her saline implant.